Event description:
No new information provided.

Manufacturer narrative:
Four radiographic images and one fluoroscopic video were provided for review. Their review is as follows: imaging review, md: picture1: ap basilar dsa, subtracted, with contrast, labeled ¿prior to detachment¿. A medium-sized, approximately 12mm in diameter, basilar aneurysm is seen. An appropriately-sized web device is positioned inside the aneurysm. The web device is not detached; the delivery microcatheter is just proximal to the base marker of the web device. A distal access catheter is seen with its tip approximately 1 centimeter proximal to the delivery microcatheter. Picture2: ap basilar roadmap, subtracted, with contrast. The web has been detached; the delivery microcatheter is barely distal to the tip of the distal access catheter. There is invagination of the web device at its base with residual filling of the base of the aneurysm. Picture3: ap basilar dsa, subtracted, with contrast, labeled ¿post detachment¿. The web device has been detached, and the delivery micro catheter has been removed. There is a small amount of residual neck on the right side of the aneurysm. There is a tiny amount of device protrusion, non-clinically significant, into the left p1 segment. Compared to the road map image above, the base of the device is now situated much lower. Picture4: lateral basilar roadmap, subtracted, with contrast. The web has been detached; the delivery microcatheter is barely distal to the tip of the distal access catheter. There is invagination of the web device at its base with residual filling of the base of the aneurysm. Fluoro video: 30-second lateral basilar roadmap fluoroscopy, subtracted, with contrast. This video demonstrates that a snare has been positioned at the base marker of the web device. At the beginning of the video, the web device is invaginated, as described above. During the video, we see that the proximal marker and the base of the web are pulled proximally towards the neck of the aneurysm. At the end of the video, the base of the web and its proximal marker are in the position described in picture 3. The images show the method used to mechanically detach and reposition the web implant, as described in the reported event. However, the images do not explain why the web initially failed to detach using a controller. Without the return and physical evaluation of the device, the investigation cannot definitively determine if a condition existed that would have caused or contributed to the reported detachment issue. Items returned: - n/a visual analysis: a visual inspection of the device captured in this file could not be performed as a physical device was not returned for evaluation. Investigation findings: without the return and physical evaluation of the device, the investigation cannot further examine if a condition existed that would have contributed to the reported event. Based on a review of the device¿s risk documentation, the reported event did not indicate there were the presence of any potential or new manufacturing, design, quality, or other systemic issues, or non-conformances. The complaint code is monitored through the trending process; corrective action is determined, as needed, through this process. Investigations of historic complaint files with similar complaint category coding are recorded in the complaint handling system; without the ability to perform an analysis of the device, this investigation cannot identify with certainty any potential root causes. Batch review: a search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. Complaint system review: there are no similar complaints based on the complaint category regarding this batch number from the last two years recorded in the complaint system at the time of this investigation. IFU review (additional information can be found in the IFU): potential complications potential complications include but are not limited to the following: hematoma at the site of entry, aneurysm rupture, emboli, vessel perforation, parent artery occlusion, hemorrhage, ischemia, vasospasm, clot formation, device migration or misplacement, premature or difficult device detachment, non-detachment, incomplete aneurysm filling, revascularization, post-embolization syndrome, and neurological deficits including stroke and death. Warnings and precautions the web aneurysm embolization system is intended for single use only. The detachment control device is intended to be used for one patient. Do not resterilize and/or reuse the device. Reuse and/or resterilization can increase risk of infection, cause a pyrogenic response or other life-threatening complications. Reuse and/or resterilization can degrade product performance, leading to device malfunction. Dispose of all devices in accordance with applicable hospital, administrative and/or local government policy. Advance and retract the device slowly. Do not advance the delivery device with excessive force. Determine the cause of any unusual resistance. Remove the device if excessive friction is noted and check for damage. Do not rotate the delivery device during or after delivery of the embolization device. Rotating the device may result in damage or premature detachment. The embolization device cannot be detached with any other power source other than a microvention inc. Detachment control device. Ensure that at least two detachment control devices are available before initiating an embolization procedure. Procedure detachment of the device 31. The detachment control device is pre-loaded with batteries and will activate when the delivery device is properly connected. 32. Verify that the rhv is firmly locked around the delivery device before attaching the detachment control device to ensure that the embolization device does not move during the connection process. 33. Ensure that the delivery device gold connectors are clean and free from blood or contrast. If necessary, wipe the connectors with sterile water and dry before connecting. 34. Insert the proximal end of the delivery device into the detachment control device. When the delivery device is properly connected, the light will flash green and an intermittent tone will be heard. 35. Verify the embolization device position before pressing the detachment button. 36. Push the detachment button. During firing, the light should be solid green and the beep should be continuous. 37. Verify detachment by first loosening the rhv valve, then pulling back slowly on the delivery device and verifying that there is not embolization device movement. If the embolization device does not detach, push the detachment button again. If the device is still not detached, obtain a new detachment control device and attempt detachment up to two additional times. If it does not detach, remove the delivery device. 38. Verify the position of the embolization device angiographically through the guide catheter. 39. Prior to removing the microcatheter from the treatment site, place an appropriately sized guidewire completely through the microcatheter lumen to ensure that no part of the embolization device remains within the microcatheter.

Manufacturer narrative:
The device was implanted and therefore not available for return and investigation by the manufacturer. However, imaging was provided. The investigation is ongoing. Upon completion of the investigation, a supplemental MDR will be submitted. A search for non-conformances associated with this part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device.

Event description:
As reported: during a basilar tip aneurysm embolisation, dr. Had prepared the complaint product under IFU, then positioned the complaint product into the aneurysm sac with no issue. First and second attempt of detachment was unsuccessful with green lights on detacher. After the third attempt to detach with the detacher, a red light was shown on the detacher. Dr. Then advanced the via 27 above the proximal web marker and under appropriate proximal tension the device was detached with a result of proximal recess migration. Dr. Then used a goose neck snare to reposition the web¿s intrasaccular position with success. Subsequent contrast imaging performed with satisfactory result. No immediate post op complication. Procedure was successful.